Event description:
It was reported that tandem mobi pump would not turn on and that pump battery would not charge despite use of standard tandem charging pad, cable, and wall adapter, with caller noting charging connection was unstable and not recognized. There was no adverse impact to the customer's blood glucose level. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.